Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver contacted beta bionics stating the user, who was overseas, experienced high blood glucose throughout the day despite having performed a supply change. Bg was reported at 400 mg/dl. The caregiver asked about using a false meal announcement, and support advised that such use would be off label and could not be recommended. Symptoms included hyperglycemia. Outcomes included no reported injury, hospitalization, or alarms. Investigation included troubleshooting and education by customer care. Investigation of this case revealed no device alerts and no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.